Manufacturer narrative:
The explanted device was returned to the mvr for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt wa found unresponsive at home and expired. The hospital was unable to provide further details.